Event description:
The customer reported that the alarm has power, but no alarm tone when pressure is released from the pad. They tested it with new batteries. No visual damage detected. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Results: evaluation of the returned product shows that the unit did turn on, but there was no alarm when pressure was released from the pad. The fail-safe function was not working. Tested with new batteries. No visual damage detected. (B) (4).